Manufacturer narrative:
A total of sixty incident lot samples were returned from the customer for investigation purposes. All sixty incident lot tubes were visually inspected for glass breakage upon receipt. No breakage was noted in any of the sixty incident lot tubes returned from the customer prior to sample collection. Twenty-three customer samples were evaluated on 03/23/2017. All twenty-three customer samples were processed while using potassium chloride and centrifuged at 1700 rcf for 20 minutes. It was noted two customer sample tubes did break during centrifugation and the control lot was acceptable. Bd was able to duplicate the customer¿s indicated failure but although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the bd vacutainer® glass cpt molecular diagnostics tube broke while in the centrifuge. There was no report of injury or medical intervention.